Event description:
Electro-therapy unit is being promoted for unapproved uses/treatments. The device literature and videotape claims it is a battery powered electronic instrument that works by locating and stimulating special points of the body. Some 150 conditions for which the device is suitable has been identified, ranging from arthritis to asthma. Many other ailments are listed for which the device is claimed effective (i.e., treatment and relief). The world health organization (who) is stated in the videotape as recommending this principle of treatment for over 40 ailments. Some 2,000 units were said to be sold already in the united states.